Event description:
It was reported that an adverse event related to the device right atrial lead resulted in medical or surgical intervention to prevent permanent impairment to body structure or body function. High/elevated pacing threshold was observed. The polarity on the atrial lead was changed from bipolar to unipolar and the atrial amplitude was increased. Lead is still in use. No patient complications have been reported as a result of this event. Follow-up determined that the complaint was actually on a competitor lead, and that the medtronic lead in question was its replacement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that an adverse event related to the device right atrial lead resulted in medical or surgical intervention to prevent permanent impairment to body structure or body function. High/elevated pacing threshold was observed. The polarity on the atrial lead was changed from bipolar to unipolar and the atrial amplitude was increased. Lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected the patient event description to detail that his event occurred on the (B)(4) .

Event description:
It was reported that an adverse event related to the device right atrial lead resulted in medical or surgical intervention to prevent permanent impairment to body structure or body function. High/elevated pacing threshold was observed. The polarity on the atrial lead was changed from bipolar to unipolar and the atrial amplitude was increased. Lead is still in use. No patient complications have been reported as a result of this event. Follow up information obtained revealed that this event (which occurred (B)(6) 2009) occurred on the (B)(4) that was implanted (B)(6) 2009. The medtronic (B)(4) lead was the replacement for the (B)(4) .

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.